Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this event was not returned for examination. A review of provided patient x-rays confirms the material fracture as reported but the root cause could not be identified using the provided images. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The returned notes, photos and device were examined by bioengineering and reports were received following review. Whilst it is rare, fracture of hip stems is a known failure mode and is acknowledged within the product IFU. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer reported a device defect. It is not possible to determine if there was a manufacturing fault. A review of manufacturing records did not identify any anomalies. A complaints database search did not identify any previous complaints under the same lot number. Previous complaints have been received under the product number for fractured stem (3 in total). The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
In 2003 the patient got a depuy hip prosthesis. In 2013 he got a last check-up and everything looked fine. On (B)(6) 2014 the prothesis broke while he was walking (no further details available). On the (B)(6), the broken hip was replaced by a new one. The original operation, the check-up and the replacement procedure all were performed in eeklo.

Manufacturer narrative:
Following investigation by bioengineering, it was concluded that: this failure can be construed as a one off case & closed as undeterminable with no further action. The complaint shall be closed as an isolated incident with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.